Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings:the pump was returned with the audio tone alarms working normally. The pump powered on appropriately with functional auditory and vibratory alerts. Sound testing was completed and the pump¿s audible tones were functioning within required specifications. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. Reportedly, the pump&#38112;audible tones were not functioning. The reporter confirmed that the vibratory features were working normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.